Event description:
The pt had a peg tube placed on 10/3/1997 for history of aspiration pneumonia. The pt developed signs and symptoms consistent with acute aspiration. The peg tube was noted to have become externally displaced. During gastronomy for peg tube placement, it was found that the end of the peg (internal bumper) had broken off. The bumper was retrieved and a new tube placed without difficulty.